Event description:
A physician reported to carefusion that he believes the resuscitation bag does not deliver enough oxygen to the patient.  The customer is not satisfied with the performance of carefusion resuscitation bags. Consequently, he and his colleagues (two anesthesiologists and two anesthesia nurses) performed offline testing on the bag in the surgical department, where they were able to monitor inspiratory and expiratory fio2. The customer breathed into the mask with 12 liters per minute of oxygen flow and normal respiration rate (10-12 breaths/min), and reportedly measured fio2 values between 50-60% (expecting fio2 of 90% or greater). During hyperventilation, the values reportedly became even lower, down to 40% fio2. The customer believes this resuscitator does not measure up to good pre-oxygenation. There was no patient involvement in the reported testing, the customer was using the product on normal healthy individuals for testing purposes only. Carefusion attempted to follow up for additional testing data. The customer informed he does not know exactly how many times they performed this test and that they do not have any documentation available. This is all of the information the customer was able to provide.

Manufacturer narrative:
(B)(4). Additional information received: the customer indicates they were using the resuscitation bag as an oxygen mask and not pumping the bag as indicated. The detailed response is as follows, "the patient was pre-oxygenated with a tight-fitting mask. He breathed spontaneously during this pre-oxygenation until the muscle relaxant (fast celokurin usually give apnea within 0.5 to 1 minute) managed to give effect. For this type of anesthesia, so-called "crush induction" usually we do not normally give any assisted breaths to the unconscious patient before the endotracheal tube is in place. So, no assisted breaths on the mask to the unconscious. This is because this type of "unprotected" assisted breaths are potentially dangerous because they involve a significant risk of aspiration. I had no intention to give such assisted breaths to this patient, before the tube was in place. I was forced to take this dangerous operation because the patient desaturated so unexpectedly quickly." Evaluation summary: the sample received was tested and the reported condition could not be duplicated or confirmed during our testing. The device history record for the batch reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our procedures and no issues were observed. The ¿intended use¿ of this product is pulmonary resuscitation, as indicted in the instructions for use. This device in not intended for the use described in the complaint provided to carefusion. The performance specifications, including oxygen delivery concentrations, are valid for measurements obtained while the bag is used for resuscitation, as intended. Those values are not indicative of oxygen delivered while using the resuscitator bag mask without compressing the bag, as the product is not intended to be used in this manner. The investigation results have been provided to the customer.

Manufacturer narrative:
(B)(4). The customer is returning 4 companion samples of this product number to carefusion for evaluation. Upon completion of the investigation, a follow up report will be sent to the FDA.